Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guidebook page 30 tuesday, august 30, 2022, 9:22 am chapter 2. Important safety information 31 port pointed up when filling the tubing and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is removing cartridge air with an empty syringe and not releasing the plunger, and wearing the cartridge for longer than 48 hours with humaog insulin. Tandem clinical support informed customer removing cartridge air with an empty syringe, and not releasing the plunge, and wearing the cartridge for longer than 48 hours with humalog insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 130-200's mg/dl.